Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient lost a significant amount of weight, causing the ipg site to become uncomfortable. Surgical intervention was undertaken on (B)(6) 2019 during which the ipg pocket site was revised to address the issue.

Manufacturer narrative:
A patient experienced discomfort at the ipg site was reported to abbott. As a result, the ipg pocket site was revised. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.